Event description:
The guidewire broke as the md was withdrawing the central line. The distal port was clamped and capped. The 2 other ports drew easily and flushed without difficulty. Central line retrieved and appears to be whole. Central line insertion in a code blue patient. FDA safety report ID# (B)(4).